Event description:
The pt was holding the steel while helping a friend who was using an arc welder. The pt himself was not doing any welding. The next day, he experienced increased pain and was wondering if something could have happened to the pump. He denied any withdrawal symptoms; he just had increased pain. He did not hear any pump alarms following the incident. The pump was interrogated and there appeared to have been no event that occurred around the time that the pt felt something happened; everything was intact and the pt was assured of this. Per the pt's request. The pt's morphine (8.1 mg/ml) was increased from 3.5976 to 4.0027 mg/day; this concurrently increased the bupivacaine (25 mg/ml) from 11.104 to 12.354 mg/day. The pt was going to give the dose increase a try and call the physician back if it didn't work; otherwise, the pt would return for his scheduled pump refill visit in mid-december. The physician stressed to the pt that if he was ever around equipment, and felt like something happened, he should move away from the equipment, and that he did do the right thing by contacting the physician. The pt outcome was reported as "no injury."